Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent laparoscopic colectomy on (B)(6) 2016 and suture was used. It was reported that a scrub nurse found the tip of needle breakage after the suturing for colon anastomosis and broken piece of the needle was not found. The needle is potentially retained in the patient tissue. Additional information has been requested.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination revealed that breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package inserts (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.